Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was determined that the error patterns indicated that the cause for the suggested event (cracked distal lens) was excessive use. Hence, the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the lens in the optical system was cracked. In addition, the device evaluation also found that there was minor debris under the eye piece window, the outer tube was bent, there was fiber breakage and scratches on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the distal lens of the scope was cracked. The issue was found during reprocessing. There were no reports of patient harm.